Event description:
A consumer reported that their stimulation had been going crazy. It was clarified that stimulation got stronger and weaker without using the programmer for the past week and the patient felt stimulation stop last night. There was no trauma or falls reported that could be related. The patient had their sinuses operated on 4 months ago and a tooth pulled 3 months ago. Syncing the implantable neurostimulator (ins) with the programmer showed stimulation was on and on program d. The ins was indicated for rsd/causalgia-complex regional pain syn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.